Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(6) ¿ the dentist reported that 3 days after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, the patient presented bone type iii.